Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer blood glucose level was 525 mg/dl. Customer was treated with insulin pump. Troubleshooting for was performed for under delivery. Based on customer report, customer did not allege insulin pump was under delivering. Customer also stated that the auto mode was active. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.